Manufacturer narrative:
After replacing the pendant and the sidecorn board, the technician found the left coiled cable was damaged, exposing bare wiring. The tech replaced the coiled cable to repair the bed.

Event description:
Information received indicates the bed is not sending a nurse call signal to the nurse's station when the nurse call button is pressed.